Event description:
The hip of revised.

Manufacturer narrative:
Summary of evaluation: the limited info provided and the examination results are insufficient to determine the complaint or its cause. The disassociated and damaged insert of the acetabular component is likely a result of the intra-operative removal of this device.